Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. Upon investigation, there were poor solder joints on pins 6-10 of processor u605 on the monitor ca board causing a dropped voltage on the 1.8v line. The cause of the inability to power on is the poor solder joints. The root cause of the poor solder joints was unable to be positively identified. No adverse event resulted from the defective monitor.